Event description:
The olympus endosonic ultrasonic cleaner is a product which enables the cleaning of olympus endoscopic accessories and ancillary equipment by qualified technical or nursing staff in the cleaning room of the medical facility where flexible endoscopic accessories are reprocessed. The items to be cleaned are placed in a purpose-designed basket and then immersed in the endosonic tank, which is filled to the appropriate level with ultrasonic cleaning solution. The fluid is agitated ultrasonically to remove debris and contamination from the items. Following cleaning, the items must be reprocessed in line with their instructions for use. Keymed has been made aware of an event where during the cleaning process a smell of burning from inside of the cleaner was observed. There is no patient involvement in this event. There was no report of user injury and this report is submitted in an abundance of caution.

Manufacturer narrative:
The subject device has been returned to the user. The device was returned to (B)(4) for servicing/repair after the event. (B)(4) observed that there was a liquid stain in the bottom (not confirmed as to whether this was in the tank or the cleaner), the driver board had failed and one of the transducers had become detached from the tank and its electrode was slightly crushed. The endosonic cleaner was not repaired and was returned to the healthcare facility who plan to purchase a new endosonic cleaner. (B)(4) took images of the transducers and these have been passed to keymed as part of the investigation. There is no patient involvement in this event. There was no report of user injury and this report is submitted in an abundance of caution.